Event description:
The operating room manager reported there was no power to the handpiece due to a footswitch issue during a cataract with intraocular lens implant procedure. There was a ten minute delay to exchange the system. The procedure was completed with no harm to the patient.

Manufacturer narrative:
A sample ahs been received, but has not been evaluated. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).